Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneous accu tni (troponin I) results generated on the access 2 immunoassay system. The initial erroneous results were reported outside the lab. The customer filtered and re-spun the samples before repeat testing. The pt sample were retested and the results were within the normal reference range. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
The field service engineer (fse) was dispatched to the site on 09/22/2008 to investigate the event. The fse inspected the event and no hardware issues were found. All testing performed by the fse on the instrument met published specifications. A definitive root cause could not be determined for this event. This is 1 of 2 separate MDR reports related to two pt events associated with a single malfunction report on different days. Ref MDR#: 2122870-2011-02973 for all related events. This reportable event was identified during a retrospective review of product complaints conducted between january 01, 2008 through october 23, 2010 for add'l reportable events.